Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer display screen was scratched. Customer reported that, it was hard for customer to screen with the scratches, but other then that the pump is functioning. The blood glucose was unknown at the time of the incident. Customer reported damage to the insulin pump. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched display window, cracked reservoir tube lip and stained address/serial number label.